Manufacturer narrative:
The onset of the patient's chronic drive line infection was reported under MFR # 2916596-2020-00363. Additional chronic infection events for this patient are reported under MFR #'s 2916596-2020-00364, 2916596-2020-00367, 2916596-2020-00369, 2916596-2020-00370, 2916596-2019-04833, and 2916596-2020-00372. Manufacture's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent an hm ii to hm ii pump exchange secondary to a chronic drive line infection. The patient complained of brown drainage and pain at the drive line site. Wound cultures were taken on (B)(6) 2020 and resulted in pseudomonas aeruginosa, confluent, corynebacterium striatum. The cultures had a much more sensitive pseudomonas than prior cultures. Additional cultures were taken on (B)(6) 2020 and also resulted in pseudomonas and corynebacterium. The patient was given meropenem and vancomycin. No further information provided.